Event description:
During surgery, the taper fit between the sleeve and stem could not be obtained. Surgery was delayed approximately one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.